Event description:
It was reported that during processing conducted at the user facility the tip of the device was found to be broken off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during processing conducted at the user facility the tip of the device was found to be broken off. No patient involvement or procedural delays were reported with this event.